Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation at two atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was fine.